Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. (B)(6). It is unknown at this time if the device produced audible sound; therefore, additional information was requested. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
During evaluation of the device, it was identified the device displays a speaker malfunction inop. The fault was isolated to a damaged speaker. It is unknown at this time if the device produced audible sound; therefore, additional information was requested. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
Analysis was performed by bench repair personnel where it was identified that the device displays a speaker malfunction inop and does not produce sound. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a damaged speaker. As the device has reached end-of-life (eol) status, repair services are no longer supported. The issue was addressed by providing the customer with relevant information and issuing a quotation for parts supply only.